Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when a non-dependent patient presented in clinic for routine check, intermittent capture and undersensing was observed. Patient was asymptomatic. Lead was explanted and replaced. Patient's condition was stable.